Event description:
File udated as specific part information is unknown.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The screw broke during surgery and could not be removed.

Manufacturer narrative:
The original file stated in device name in error. The specific part information is unknown. Device name was updated to read "bone screw". There were no other changes to content or event added to file.